Event description:
The customer observed falsely elevated ca19-9 results while using the architect ca19-9xr assay. The customer indicated that all other biochemical tests for this patient were negative, such as cea and afp. This patient had been negative for ca19-9 in the past. The customer provided the following results: initial 510 u/ml, retest 540 u/ml. There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, in-house testing, a search for similar complaints, and a review of labeling. An accuracy testing protocol was executed using lot 10727m500; testing met the acceptance criteria and determined the reagent is performing acceptably. Tracking and trending did not identify an adverse trend. Labeling was reviewed and found to be adequate. Based on the available information no product deficiency and no malfunction of the architect ca19-9xr reagent list number 02k91, lot number 10727m500, was identified.